Manufacturer narrative:
Results: the separator is incomplete. The separator bulb at the distal end of the wire was neither attached nor included with the returned device. The returned portion measures 176 cm in length and shows broken and unraveling support wire at the distal end. Examined under a microscope, the distal end can be seen to be necked down just prior to the break. The separator is non-functional. Conclusion: the damage reported in the complaint is confirmed. If, as discussed in the complaint, the physician had the rhv too tightly closed on the reperfusion catheter, the separator bulb could be constricted inside the catheter. If the physician continued to remove the separator, he/she may have applied excess force to the bulb-wire joint. The necking seen at the break point implies that the core wire failed in this way. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The physician was using the penumbra system reperfusion catheter 054 with the penumbra system separator flex 054. The physician pulled the separator back and the separator started to unwind. The physician thinks that they had the rhv too tight and pulled the separator back, and that's when the problem occurred. There was no pt injury, and another separator 054 was used.